Manufacturer narrative:
A steris service technician inspected the unit and found that the dryer piston valve was broken. The technician repaired the unit, ran a test cycle and confirmed the unit to be operating properly.

Event description:
The user facility reported that water was leaking from the reliance synergy washer. No injuries or procedural delays/cancellations were reported.